Manufacturer narrative:
Correction: additional review indicated device code (B)(4) was applicable to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tbfz, implanted: (B)(6) 2015, product type: lead. Product ID: 355018, lot# w60187, implanted: (B)(6) 2015, product type: accessory. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_ext, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that an infection developed during the test stimulation period. Lead implantation was performed on (B)(6) 2015 under general anesthesia in the left s3. The target disease for the patient was fecal incontinence. A torque wrench was dropped during surgery and it was sterilized for 15 minutes and then used. Test stimulation was begun with 0 negative and 3 positive at 0.4v with pulse width of 210 microseconds and a rate of 14 hz. The usage duration was 24 hours a day. The patient had received valve replacement and was taking an anticoagulant and was hospitalized several days before the lead implantation since the drug was changed to heparin from an anticoagulant agent. After lead implant, the pocket site developed oozing that acted as a medium. Blood adhesion was observed in the portion of the exposed lead of the percutaneous extension. The patient was hospitalized during the test stimulation period. On (B)(6) 2015 the infected site was not at the transdermal extension body surface exposure, but at the connection between the lead and transdermal extension. The site of infection was 2 cm from the skin incision. Redness, pain on pressure, flare, and tenderness were present at the wound site and when opened, bloody discharge was found to have collected. When it was submitted to culture, gram-positive cocci and white blood cell phagocytosis was found so an infection was confirmed according to the hcp. The patient was receiving heparin and antibiotics were administered started on (B)(6) 2015. The device implant and lead removal was scheduled for (B)(6) 2015. A tendency of improvement was achieved through antibiotic administration and drainage, thus the stimulator was implanted. During the surgery under local anesthesia, the patient complained of pain several times and additional anesthesia was performed repeatedly. Necrotic tissue within the pocket was removed and the pocket was expanded to a size big enough to contain the stimulator and the stimulator was placed in the pocket. After placement, the pocket was cleaned with distilled water. The patient was set with 0 negative and 3 positive at 1.7v and would be discharged from the hospital on (B)(6) 2015. The patient's first hospital visit would be on (B)(6)2015.